Event description:
Patient had calaxo surgery (B) (6) 2006; revision acl reconstruction and developed knee pain and swelling over the course of several weeks. Patient had revision surgery 9 1/2 months post op on (B) (6) 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4). (B) (4).